Event description:
An arjo representative was informed about an event involving maxi move device. It was reported that a nurse and a caregiver were transferring the resident from a bed to a wheelchair. While the caregivers attempted to lower the resident and pulled the sling to situate the resident to the correct position in the wheelchair, the lift tipped over. As a consequence of the event, the lift spreader bar hit the nurse in the head. The second caregiver was able to hold the lift steady and lowered the resident safely onto the wheelchair. No injuries were reported.

Manufacturer narrative:
The device was evaluated by an arjo technician. The functional test did not show any malfunction. The instruction for use for maxi move (04.km.00_1) device contains information: before transportation, turn the patient to face the attendant at approximately normal chair height. The caregiver was pulling the patient during the transfer instead of using a manoeuvring handle. This situation might have disrupted the stability of the lift and, as a consequence caused the device tipping . When lowering the patient back into a chair or when transferring from bed to chair ¿ push down on the positioning handle to put the patient into a good sitting position.¿ using the adjustable width chassis, it is possible to make adjustments to chassis leg widths to assist manoeuvrability around obstructions for example bed legs. Taking into account all facts and information collected in a course of this investigation, the device tipping issue was caused by improper transfer procedures. Looking at the incident scenario it has been established that a passive floor lift was used for patient handling at the time of the event. The device was reported to tip and in this regard, the floor lift did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the device tipped during patient transfer.

Manufacturer narrative:
While investigating the cause of the late report submission, it was found that the awareness date provided by the arjo technician was incorrect. It was confirmed that arjo technician did not have an access to the facility until 12 jan 2022 when he became aware of the event. The date in report was change according to findings from the investigation.